Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose reached 478 mg/dl at the time of incident. Customer treated their blood glucose with 12 units of insulin by manual injection. It was also found the customer had shortness of breath and was vomiting from their high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. The customer also did not check for any site or insulin issues during troubleshooting. The customer also reported the insulin pump was not delivering enough insulin during a bolus delivery. Customer stated the insulin pump was not estimating enough insulin for delivery. The customer's current blood glucose was 423 mg/dl. Customer declined to complete troubleshooting for the insulin pump. The customer declined to return the insulin pump for analysis.